Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their glucometer was not giving true readings. The customer also reported that they were not getting any error messages but their blood glucose level was 519 mg/dl. They treated with a manual injection. They took their blood glucose reading with another meter and it was 228 mg/dl. Troubleshooting was not performed. The line was disconnected. The device will not be returned for analysis.